Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was diagnosed with a stoma site infection by the primary care physician. The patient was prescribed unknown antibiotics for 6 days. It was reported that the patient's stoma site has improved since starting antibiotic therapy.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.